Event description:
The customer reported, this right atrial (ra) pacing lead was capped and surgically abandoned due to a low impedance measurement of 190 ohms. An insulation issue was suspected. A new ra lead was attempted, however, it could not be placed as the vein was completely occluded and access could not be obtained. No adverse pt effects were noted. The device was actively implanted for approximately 5 years, 2 months.

Manufacturer narrative:
The right atrial lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.